Manufacturer narrative:
The device was received by the manufacturer, however testing and investigation is not yet complete. The device history reviews (dhrs) for lots 3804725 and 3829299 were reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. Two possible lot numbers 3804725 (exp date 10/1/2023, MFR date 10/1/2018) and 3829299 (exp date 11/1/2023, MFR date 11/1/2018).

Event description:
The event involved a smallbore extension set that the customer reported an outflow of an unspecified cytotoxic infusion between the connection zone and the catheter. It was reported that the outflow of infusion occurred after a variable time after the start of the perfusion. The incident was resolved after placing a new extension set. There was patient involvement, however no medical intervention, no human harm, an approximate 15 minute delay in therapy, and no blood loss or bleedback. The area was cleaned and there was no reported defect on the extension set. The patient¿s condition is reported at this time to be good. This report captures the first of 2 incidents that occurred between (B)(6) 2019.

Manufacturer narrative:
H10 - received two used list # 034-c3316, 5"(13 cm) aprox 0,33 ml, set ext bifurcado smallbore c/2 microclave, 3 clampas, luer rotatorio; possible lot numbers 3804725 and 3829299. The two used 034-c3316 bifuse extension sets were measured and found to have iso compatible male luers. The two used 034-c3316 bifuse extension sets were tested for male spin collar retention and both of the bifuse set met expectations outlined in the product performance specification. The two used 034-c3316 bifuse extension sets were pressure leak tested with an IV catheter (supplied by ICU medical because not mating devices were returned) and there were not leaks at any location along the fluid path thus meeting product performance expectations. Both used 034-c3316 bifuse extension sets performed as expected without leakage. The product complaint was unable to be confirmed. Additional information in h6.